Manufacturer narrative:
During a call with tac (technical assistance center) support engineer customer was provided with troubleshooting by power cycling the tower, disconnect the scope and plug it back, however, the reported issue was not resolved. Customer was advised to send the device for repair. To date, the subject device has not yet been returned for evaluation. The cause of the reported issue is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
A report of b32 scope error while plugging the device into a 190 tower during an unknown event was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation confirmed the customer reported issue. Inspection noted the device has a black image with error code b32. The lg tube is non-olympus, scope failed leak test due to tear on a-rubber. Upon removing the a-rubber noted excessive frayed wires on the bending mesh. Third party replaced the lg tube and possibly damaged the ccd. Based on the results of the investigation, the cause of the event cannot be conclusively specified. From the following information, it was presumed that the event was caused by short circuit in the ccd unit due to humidity invasion or breakage of the ccd cable. Short circuit possibly occurred in the ccd unit due to humidity invasion since device inspection result shows leakage from the a-rubber. Element within the bending section (ccd cable) may have been damaged by contact with trocar since device inspection result shows hole on the a-rubber and the broken braid. Defect at the board within the video connector and the system possibly made communication fail between the video connector and the system. The defect may have been caused by the following; temporary electrical contact failure due to foreign material, such as detergent remnants, hard water residue, finger grease, dust and lint, adhering to the electrical contact of the scope connector or the video system center electrical breakage due to the static electricity or overcurrent at the board of the scope connector. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscopic system : inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.. Olympus will continue to monitor complaints for this device.